Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, it was found that the positioning of the lp was sub-optimal and could not obtain the desired capture threshold. The procedure was abandoned on (B)(6)2023. The patient was stable.